Event description:
A medtronic representative reported that a navigation system became unresponsive only while running synergy cranial 2.2.0, and only when navigating or building 3d models. The system indicated there was insufficient memory and could not proceed with building a 3d model. The system required re-starting to resume normal function and proceeded to build 3d models successfully. There was no patient present when this issue was identified.

Manufacturer narrative:
A medtronic representative following-up confirmed that they were running synergy cranial 2.2.0 and the issue did not occur in any other applications. The issue has never occured when loading patient data via cd. Trouble-shooting suggests an install of the latest version of synergy cranial, 2.2.5. No parts, or files, have been returned to manufacturer for further investigation.